Event description:
It was reported that the patient developed a hematoma, pocket swelling was observed. Upon opening the pocket, a large amount of yellow, reddish fluid was drained. The implantable cardioverter defibrillator was explanted. The patient tolerated the procedure well. The patient¿s condition before, during and post procedure was stable. It was noted that the patient would continue to be monitored clinically.

Manufacturer narrative:
Analysis was normal. No anomalies were found.